Event description:
This case is cross referenced with case: (B)(4). (Cluster). This unsolicited case from (B)(6) was received on 24- feb-2017 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and on the same day had difficulty bending on both of knees, had knee swelling and knee pain and after few days could not walk or go to work and got fluid removed (knee effusion). No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with synvisc one injection once (dose and rout: unknown) for osteoarthritis into both the knees. The same day, the patient experienced knee swelling, pain and had difficulty in bending both of knees. On an unknown date in (B)(6) 2017, the patient had knee treated twice with removing fluid (knee effusion) and cortisone shots to knees. On an unknown date in (B)(6) 2017, the patient still could not walk or go to work. It was reported that the patient's knees were still swollen and in pain. It was reported that the patient's doctors hadn't seen this before and because of that they were unable to give any prognosis or any idea how long this reaction would go on and when it would settle. It was reported that the patient tried to be as active as possible with exercising and loved walking, hiking, and gym. Corrective treatment: removing fluid and cortisone for difficulty bending on both of my knees, and knee swelling. Not reported for cannot walk or go to work. Outcome: not recovered for knee pain and knee swelling; unknown for cannot walk or go to work, difficulty bending on both of my knees and removing fluid (knee effusion). A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: important medical event for cannot walk or go to work; required intervention for difficulty bending on both of my knees, knee swelling and knee pain. Pharmacovigilance comment: sanofi company comment dated 03-mar-2017: this case concerns a female patient who received synvisc one injection and later had knee swelling, pain, difficulty bending on both knees and could not walk or go to work. She then received cortisone injection. Based upon information received, a causal role of product cannot be excluded for occurrence of events. However, knee swelling and inflammation have previously been observed in patients treated with synvisc one.

Event description:
This case is cross referenced with case: (B)(4). This unsolicited case from (B)(6) was received on 24- feb-2017 from a patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and on the same day had difficulty bending on both of knees, had knee swelling/swelling (extreme) both knees, knee pain/pain both knees/severe pain, felt as if someone had put cement in her knees/stiffness both knees, after few days could not walk or go to work and removing fluid/ knee was aspirated/right knee aspirated twice left once and after unknown latency leucocytes elevated in knee cultures, c-reactive protein was slightly elevated and had painful legs and feet the patient had received synvisc one for the first time a year ago ((B)(6) 2016). On that occasion, her knees swelled and fluid had to be aspirated from the right knee. Concomitant medications included rizatriptan benzoate (maxalt) for migraine and tramadol hydrochloride (tradolan) for arthrosis which she had however not needed it on the week she received the latest synvisc one injections. It was reported that the patient had arthrosis in both knees for several years. On (B)(6) 2017, the patient received 1 intra-articular synvisc one injection once (dose, lot/batch number and expiration date: unknown) for osteoarthritis into both the knees for the second time. The injections went normally and they were performed at daytime at health center. The same day, in the evening, the patient experienced knee swelling/patient's both knees swelled a lot, pain/got really painful and had difficulty in bending both of knees. Patient had swelling (extreme), stiffness and pain both knees. It was reported that right knee aspirated twice, left once. Patient had severe pain ever since. Patient used many pain medications but they did not helped too much. Reportedly, it felt as if someone had put cement in her knees. The patient had been on a sick leave since the injection day ((B)(6) 2017). She waited the following tuesday ((B)(6) 2017) in case the situation would alleviate but the swelling and pains only increased. On wednesday ((B)(6) 2017), she went to occupational physician who referred her to hospital emergency room. There she lay one day and her knee was aspirated. In addition she received proper analgesic medication. She had to stay overnight in the hospital due to the pains and received oxycodone at the ward. On an unknown date in (B)(6) 2017, the patient still could not walk or go to work. It was reported that the patient's doctors hadn't seen this before and because of that they were unable to give any prognosis or any idea how long this reaction would go on and when it would settle. It was reported that the patient tried to be as active as possible with exercising and loved walking, hiking, and gym. Further reported, on an unspecified date in (B)(6) 2017 (latency: unknown) knee cultures did not reveal infection but leucocytes were elevated. C-reactive protein was only slightly elevated for the whole time when it had been measured several times in different weeks. After the aspiration the knees swelled again almost immediately to the same size as on the first occasion. In week 8 she went to see a physician again and on that occasion only the right knee was aspirated. Both knees were also injected with cortisone. On (B)(6) 2017 she tried going to work for the first time and on (B)(6) 2017 she was also working. The swelling had abated little by little but pain was still intense. She was still taking the same analgesics she had received in the beginning, tramadol hydrochloride (tradolan) 100 mg 1-2 times daily, etoricoxib (arcoxia) 60 mg once daily and glucosamine sulfate (arthryl) which she also normally had for arthrosis. A physical therapist had given her clear instructions to move as calmly as possible and a little, and to perform only pumping movements for muscle maintenance. The pain was of a range that that was totally sufficient. She spent her nights awake even though she was taking medicines and on an unspecified date in 2017 (latency: unknown) in the morning she woke up with painful legs/feet. It was reported that for first 4 weeks patient was in home and now struggling at work. Corrective treatment: removing fluid, cortisone; analgesic; opioid; tramadol hydrochloride; etoricoxib (arcoxia); glucosamine sulfate; oxycodone, tramadol hydrochloride (tradolan retard), arthryl (acetylglucosamine/ diethanolamine/sodium sulfate), paracetamol (panadol), pregabalin (lyrica) for knee pain/pain both knees/severe pain; removing fluid and cortisone for the events of felt as if someone had put cement in her knees/stiffness both knees, difficulty bending on both of my knees, knee swelling/swelling (extreme) both knees; removing fluid for removing fluid/ knee was aspirated/right knee aspirated twice left once; not reported for the rest of the events outcome: not recovered for removing fluid/ knee was aspirated/right knee aspirated twice left once, knee pain/pain both knees/severe pain; recovering for knee swelling/swelling (extreme) both knees; unknown for the rest of the events a pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for the difficulty bending on both of my knees; hospitalization and required intervention for knee swelling/swelling (extreme) both knees, knee pain/pain both knees/severe pain, felt as if someone had put cement in her knees/stiffness both knees; hospitalization for removing fluid/ knee was aspirated/right knee aspirated twice left once additional information was received on 02-mar-2017. The global ptc number with ptc results was added. Text was amended accordingly. Follow up was received on 07-mar-2017. No new information was received. Additional information was received on 14-mar-2017 from the patient. Additional events of felt as if someone had put cement in her knees, leucocytes elevated in knee cultures , c-reactive protein was slightly elevated and painful legs and feet with details was added. The verbatim for the event of removing fluid was updated to removing fluid/ knee was aspirated and its seriousness was also added as hospitalization/prolongation. Additionally, the seriousness criteria of hospitalization was added for the events of knee swelling, knee pain and removing fluid/ knee was aspirated. The corrective treatment for the event of knee pain was updated and the outcome for the event of knee swelling was updated. Related case: (B)(4) (same patient) was added. Clinical curse updated and the text was amended accordingly. Additional information was received on 31-oct-2017 from the patient. Verbatim was updated for the event of knee swelling to knee swelling/swelling (extreme) both knees; knee pain to knee pain/pain both knees/severe pain; removing fluid/ knee was aspirated to removing fluid/ knee was aspirated/right knee aspirated twice left once; felt as if someone had put cement in her knees to felt as if someone had put cement in her knees/stiffness both knees. Event of cannot walk or go to work was updated from serious to non-serious. Corrective treatment was added for the event of knee pain/pain both knees/severe pain. Clinical course updated and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 31-oct-2017: follow up information did not change the previous case assessment. This case concerns a female patient who received synvisc one injection and later had knee swelling, pain, effusion, stiffness, difficulty bending on both knees and could not walk or go to work. She then received cortisone injection. Based upon information received, a causal role of product cannot be excluded for occurrence of events. However,medical hystory of arthritis could be confounder in the case.

Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from (B)(6) was received on 24- feb-2017 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and on the same day had difficulty bending on both of knees, had knee swelling and knee pain and after few days could not walk or go to work and got fluid removed (knee effusion). No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with synvisc one injection once (dose and rout: unknown) for osteoarthritis into both the knees. The same day, the patient experienced knee swelling, pain and had difficulty in bending both of knees. On an unknown date in (B)(6) 2017, the patient had knee treated twice with removing fluid (knee effusion) and cortisone shots to knees. On an unknown date in (B)(6) 2017, the patient still could not walk or go to work. It was reported that the patient's knees were still swollen and in pain. It was reported that the patient's doctors hadn't seen this before and because of that they were unable to give any prognosis or any idea how long this reaction would go on and when it would settle. It was reported that the patient tried to be as active as possible with exercising and loved walking, hiking, and gym. Corrective treatment: removing fluid and cortisone for difficulty bending on both of my knees, knee swelling and knee swelling. Not reported for cannot walk or go to work outcome: not recovered for knee pain and knee swelling; unknown for cannot walk or go to work, difficulty bending on both of my knees and removing fluid (knee effusion). A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: important medical event for cannot walk or go to work; required intervention for difficulty bending on both of my knees, knee swelling and knee pain. Additional information was received on 02-mar-2017. The global ptc number with ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 2-mar-2017: the follow up information received does not change previous case assessment. Sanofi company comment dated 03-mar-2017: this case concerns a female patient who received synvisc one injection and later had knee swelling, pain, difficulty bending on both knees and could not walk or go to work. She then received cortisone injection. Based upon information received, a causal role of product cannot be excluded for occurrence of events. However, knee swelling and inflammation have previously been observed in patients treated with synvisc one.

Event description:
This case is cross referenced with case: (B)(4). This unsolicited case from (B)(6) was received on 24- feb-2017 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and on the same day had difficulty bending on both of knees, had knee swelling, knee pain, felt as if someone had put cement in her knees, after few days could not walk or go to work and got fluid removed/ knee was aspirated (knee effusion) and after unknown latency leucocytes elevated in knee cultures, c-reactive protein was slightly elevated and had painful legs and feet. The patient had received synvisc one for the first time a year ago. On that occasion, her knees swelled and fluid had to be aspirated from the right knee. Concomitant medications included rizatriptan benzoate (maxalt) for migraine and tramadol hydrochloride (tradolan) for arthrosis which she had however not needed it on the week she received the latest synvisc one injections. It was reported that the patient had arthrosis in both knees for several years. On (B)(6) 2017, the patient received 1 intra-articular synvisc one injection once (dose, lot/batch number and expiration date: unknown) for osteoarthritis into both the knees for the second time. The injections went normally and they were performed at daytime at health center. The same day, in the evening, the patient experienced knee swelling/patient's both knees swelled a lot, pain/got really painful and had difficulty in bending both of knees. Reportedly, it felt as if someone had put cement in her knees. The patient had been on a sick leave since the injection day ((B)(6) 2017). She waited the following tuesday ((B)(6) 2017) in case the situation would alleviate but the swelling and pains only increased. On wednesday ((B)(6) 2017), she went to occupational physician who referred her to hospital emergency room. There she lay one day and her knee was aspirated. In addition she received proper analgesic medication. She had to stay overnight in the hospital due to the pains and received oxycodone at the ward. On an unknown date in (B)(6) 2017, the patient still could not walk or go to work. It was reported that the patient's doctors hadn't seen this before and because of that they were unable to give any prognosis or any idea how long this reaction would go on and when it would settle. It was reported that the patient tried to be as active as possible with exercising and loved walking, hiking, and gym. Further reported, on an unspecified date in (B)(6) 2017 (latency: unknown) knee cultures did not reveal infection but leucocytes were elevated. C-reactive protein was only slightly elevated for the whole time when it had been measured several times in different weeks. After the aspiration the knees swelled again almost immediately to the same size as on the first occasion. In week 8, she went to see a physician again and on that occasion only the right knee was aspirated. Both knees were also injected with cortisone. On (B)(6) 2017, she tried going to work for the first time and on (B)(6) 2017 she was also working. The swelling had abated little by little but pain was still intense. She was still taking the same analgesics she had received in the beginning, tramadol hydrochloride (tradolan) 100 mg 1-2 times daily, etoricoxib (arcoxia) 60 mg once daily and glucosamine sulfate (arthryl) which she also normally had for arthrosis. A physical therapist had given her clear instructions to move as calmly as possible and a little, and to perform only pumping movements for muscle maintenance. The pain was of a range that was totally sufficient. She spent her nights awake even though she was taking medicines and on an unspecified date in 2017 (latency: unknown) in the morning she woke up with painful legs/feet. Corrective treatment: removing fluid, cortisone, analgesic, opioid, tramadol hydrochloride, etoricoxib, oxycodone and glucosamine sulfate for knee pain; removing fluid and cortisone for the events of felt as if someone had put cement in her knees, difficulty bending on both of my knees, knee swelling; removing fluid for removing fluid/ knee was aspirated (knee effusion); not reported for the rest of the events. Outcome: not recovered for knee pain; recovering/ resolving for knee swelling; unknown for the rest of the events. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: important medical event (ime) for cannot walk or go to work; required intervention for the event of difficulty bending on both of my knees; hospitalization (from (B)(6) 2017) and required intervention for the events of knee swelling, knee pain, removing fluid/ knee was aspirated, felt as if someone had put cement in her knees. Additional information was received on 02-mar-2017. The global ptc number with ptc results was added. Text was amended accordingly. Follow up was received on 07-mar-2017. No new information was received. Additional information was received on 14-mar-2017 from the patient. Additional events of felt as if someone had put cement in her knees, leucocytes elevated in knee cultures , c-reactive protein was slightly elevated and painful legs and feet with details was added. The verbatim for the event of removing fluid was updated to removing fluid/ knee was aspirated and its seriousness was also added as hospitalization/prolongation. Additionally, the seriousness criteria of hospitalization was added for the events of knee swelling, knee pain and removing fluid/ knee was aspirated. The corrective treatment for the event of knee pain was updated and the outcome for the event of knee swelling was updated. Related case: (B)(4) (same patient) was added. Clinical curse updated and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 14-mar-2017: this case concerns a female patient who received synvisc one injection and later had knee swelling, pain, effusion, stiffness, difficulty bending on both knees and could not walk or go to work. She then received cortisone injection. Based upon information received, a causal role of product cannot be excluded for occurrence of events. However,medical history of arthritis could be confounder in the case.